Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had delivered a patient notification for an out of range high voltage lead impedance. The physician performed the programming changes that were recommended and remeasured the lead impedance to clear the alert. Patient to be monitored at next follow-up.